Manufacturer narrative:
Additional information: section a a4: the patient's weight has been added as it was omitted from the initial submission. A6: patient's race has been added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) review results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s) /device inspection results: the implant was returned but not in original package. The part was visually inspected and verified to be an inclusive tapered implant 3.7 mm x 10.0mmusing the radiographic template. Complaint investigator measured the critical parameters against DHR and found no deviation. Bone debris was detected from the parts. No defect nor non-conformity was observed. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
Patient's weight, race, and ethnicity were not provided. Follow up will be conducted to obtain additional information. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The implant was placed at tooth # 19 and failed after approximately 1 month. There was no general bone loss. The implant was not placed on the previously grafted site. Granulated tissue was observed around the implant. Infection was noted at the implanted site. The patient has diabetes. The patient has type 3 bone quality. There was no abnormality observed with the implant. The patient was reported to be doing satisfactory.